Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to high blood glucose levels. She complained of thirst and a headache. Customer was wearing the pump at the time of the emergency room visit. The customer stated her blood glucose reading was between 300 to 400 mg/dl at the time of admittance. While she was in the hospital, she could not get her blood glucose levels to go down. Customer was released from the hospital without checking the insulin pump, and she reported continued high blood glucose readings after release. Customer stated the insulin pump had a high blood glucose alarm. The customer's healthcare provider stated that she was receiving insulin but not enough. During troubleshooting, customer reported the cannula was bent. Nothing further reported.